Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient had 59 driveline power fault alarms and denied double disconnecting to trigger a no external power alarm. The patient reported that this alarm had happened before and the site "reset¿ their device. No pump stops occurred and the pump running symbol was still illuminated. In addition, there was no physical damage to the system controller or modular cable. Log files were sent for review. The log file captured driveline power fault alarms beginning at 4:48 am on 14mar2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended. It was communicated that after switching the modular cable the system controller alarms did not return. The patient was discharged after the exchange and then reported driveline disconnect alarms. The modular side did not show debris/corrosion. No further alarms were reported. It was believed by the site that the patient was anxious and the driveline disconnect was showing up on the controller history and was just from the exchange.